Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000173675, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient is scheduled for a revision surgery on (B)(6) 2019 due to he has not been able to pump his device due to a failure in the inflatable penile prosthesis (ipp) system. The physician suggested a malleable for the revision. The patient is in agreement to have a malleable penile prosthesis. No more information is available at the moment, additional information will be provided as relevant information becomes available. Additional information received. The revision surgery was performed. The ipp worked for first couple times but stopped pumping up. The pump remained flat, fluid leak is suspected. Cylinders and pump removed. Reservoir left in patient. A new spectra concealable penile prosthesis (spp) was implanted. No adverse effects were reported.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000173675, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient is scheduled for a revision surgery on (B)(6) 2019 due to he has not been able to pump his device due to a failure in the inflatable penile prosthesis (ipp) system. The physician suggested a malleable for the revision. The patient is in agreement to have a malleable penile prosthesis. No more information is available at the moment, additional information will be provided as relevant information becomes available.